Manufacturer narrative:
Siemens reviewed the data logs provided by the customer. It appears that the po2 and pco2 sensors were functioning properly at the time the sample was introduced and that it responded to the amount of po2 and pco2 in the patient sample. The oxy-hemoglobin result decreased with the patient sample, as did the po2 sensor result. The deoxy-hemoglobin increased with the patient sample run indicating that the pco2 concentration was increasing in the patient sample as the pco2 sensor detected. Both ph sensor 1 and ph sensor 2 had good correlation to each other for the sample run at 11:09 am.definitive root-cause for the discrepant results is unknown; however, the repeat sample was 30 minutes later in which time the patient's condition could have changed.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens received the data logs for investigation. The customer stated that the measurement cartridge was changed and they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results on an rp 500 when compared to the results of another rp 500. There was no report of injury due to this event.